Event description:
The event happened during the procedure. It was noted that the physician could not detach the deltaplush (cpl100304-30/c13458) despite pressing the detachment button several times. The green system ready light illuminated at the time the detachment was attempted. The enpower detachment control box (dcb00005-00, lot unknown) and the enpower control cable (ecb000182-00, lot unknown) were used with the product. Therefore the deltaplush was safely removed from the patient and was replaced for a new one (cpl100304-30, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. Prior to the complaint product, a cashmere (crc104408-30, lot unknown) was successfully placed into the target aneurysm with no further issues. After the complaint product, three deltaplush (cpl100206-30 total 2, cpl100204-30, lot all unknown) were successfully placed into the target aneurysm using the same detachment control box and cable with no further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter(excelsior sl10/stryker, type j). It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The complaint product is unavailable for evaluation. No additional information is available. The procedure was coil embolisation of paraclinoid internal carotid artery ruptured aneurysm that was not calcified and mildly tortuous. The patient was a female of unknown age. Dob and weight unknown. Access was obtained from right femoral artery.

Manufacturer narrative:
Concomitant medical devices: excelsior sl10/stryker, type j microcatheter. Enpower detachment control box (dcb00005-00, lot unknown). Enpower control cable (ecb000182-00, lot unknown). 3 deltaplush (cpl100206-30 total 2, cpl100204-30 lot all unknown). Cashmere (crc104408-30, lot unknown). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
With review of the reported information there are no identified factors contributing to the reported event and without the return of the device for evaluation a root cause conclusion cannot be made regarding the reported inability to detach the deltaplush coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.